Manufacturer narrative:
The complaint was reported because of blurry image. The product was returned to the olympus. The complaint was confirmed; the device has blurry image due to a dirty ob lens. The most probable cause of the complaint is d02 - cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device displayed a blurry image due to dirty objective lens. There was no patient involvement.